Manufacturer narrative:
This patient originally received bilateral implants in (B)(6) 2015. The patient developed heterotopic bone around the left tmj prosthesis and was experiencing pain along the left side with an inability to open her jaw more than 5-10mm. The surgeon removed the heterotopic bone, implanted stock devices, and placed a fat graft along the tmj region.

Event description:
The patient's left tmj implants were removed due to heterotopic bone and ankylosis and replaced with another manufacturer's devices.